Event description:
The facility reported an infusion pump that turns on and off by itself. It was not specified if this occurred while infusing on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports have been filed since the last baxter service event.